Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) inspected the tube and sample cup detection switches and found that the tube sensing micro switch was sticky, causing the lever arm to stick to the chrome cover. The fse cleaned the tube sensing micro switch. The fse then proceeded to run rack rotation test with tubes and sample cups, which passed. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates the following: (B)(4) rack pos error (rack position error) the sample rack was not properly transferred. Set the rack in the correct position and start again. If you touch or move a rack during an assay run, this error may occur. Do not touch the racks or primary tubes during an assay run. (B)(4) rack pos error the rack transfer lever cannot return due to the presence of an incoming rack. The operator is instructed to remove the rack. (B)(4) x1-axis error message is generated when an operation error occurs in the in x1-axis. The operator is instructed to inspect the x1-axis. The most probable cause of the reported event was due to a sticky tube sensing micro switch.

Event description:
On (B)(6) 2017 a customer reported getting (B)(4) x1-axis and (B)(4) rack position error messages while running patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.